Event description:
It was reported that during an implant attempt, the lead was stuck on the tissue and unable to be operated. When the lead was removed, the tip was extended. The tip was unable to be retracted smoothly and it was cleansed with physiological salt solution. But it failed in retraction. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Lead was returned with the helix fully retracted. Tissue visible on helix. However, the helix was able to be extended and retracted within specification. (B)(4).